Event description:
It was reported that when using the bd pyxis¿ es server the user reported that they had recently experienced a security incident and now urgently need access to the pyxis server as they did not have any credentials to log in. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4: unique device identifier and serial number not available. Upon investigation of the actual device used in this incident, it was determined that all pyxis stations and server were offline after security incident. A technical support specialist (tss) communicated with the hospital information technology (hit) team, who mentioned that the team did not have the credentials required to access the server. The tss advised the hit team and shared knowledge article (ka) 'ransomware case handling procedures' would need to be followed if this were determined to be a ransomware attack. The tss was later able to log in to the server successfully. Hit confirmed that a security incident had occurred and that user needed to restore or rebuild the server. The customer informed that the hit was able to block/stop the issue and had taken all servers offline as a precaution. The tss logged into the patient enterprise server (pes) and navigated to the device synchronization configuration settings, where it was confirmed that the last download/upload and heartbeat timestamps reflected the current date and time. The tss also logged into health sight viewer (hsv) to ensure that the devices were no longer in a disconnected state or on critical override. All three devices were verified to be online in rss (remote support service). The system functioned as intended after the technical support specialist assessed the device.